Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient said that battery needs to be charged more frequently now. The plan was to interrogate the battery again and potentially speak to the doctor about replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2018-feb-16 reporting that there was no further information to provide as the patient's appointment was cancelled. The patient had not experienced the issue again. It was reported that the patient would notify the manufacturer representative if the issue occurred again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was scheduled for replacement on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2018. A data file was sent in, however, it did not say whether the battery shut itself off. It did show optimal charging. The battery will be replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient's weight was unknown and this information came from the patient. The representative reported that the patient's ins was turning on and off. The patient had an appointment on (B)(6) 2018 to address the issue. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostim ulator (ins) for non-malignant pain. It was reported the battery turned off without the patient pressing the off button. The patient was going to set up an appointment with a manufacturer¿s representative (rep). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the patient had an appointment on (B)(6) 2018. No actions or interventions were taken prior to the patient's appointment and the issue was not resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The surgery was rescheduled for (B)(6) 2018. No further complications are anticipated.